Event description:
It was reported that non-sustained rv oversensing episode possibly due to t-wave oversensing issue was observed. Isometric testing was performed and the noise was not reproducible. There were no other electrical anomalies. It was suspected that there may be lead noise. Medication consideration and monitoring the lead noise were both recommended. Programming changes were made. Patient was stable.